Event description:
Broken riser in a di tank necessitated a change in the di tank. Facility called mar cor purification and mcp technicians were on site in under 2 hrs to remediate /address the problem. Tank and filters changed without incident; however, this caused delay in patient treatment.

Manufacturer narrative:
Mar cor purification confirms that 2 shifts of 26 patients were delayed because they decided to disinfect.

Manufacturer narrative:
Broken riser in a di tank necessitated a change in the di tank. Facility called mar cor purification and mcp technicians were on site in under 2 hrs to remediate /address the problem. Tank and filters changed without incident; however, this caused delay in patient treatment. There is no reported patient injury or other adverse patient impact. This complaint will continue to be monitored within mcp complaint system. If additional information is received, this case will be reviewed upon receipt.